Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive was replaced and the software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the images from the 9900 system were lost when transferring to the pacs, and the system displayed a corrupted files error message. No pt injury was reported.